Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during a thrombectomy procedure, the radiopaque rubber tip of a trerotola device broke off in the soft tissues and remained behind, but was completely caged by the old and newly placed stent so that it is external to the fistula and should not be able to migrate." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 5fr ptd catheter and lidstock for evaluation. Signs of use in the form of biological material was observed on the catheter. Visual examination revealed the pebax tip was separated from the ptd basket. Microscopic examination confirmed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven, indicating a stress related tear. The separated pebax tip was not returned. All the basket wires were intact and secured within the basket connectors. The ptd basket was able to advance and retract from the sheath with minimal resistance. The ptd catheter was placed into a lab inventory rotator to functionally test, and it was able to rotate. No functional issues were found. A device history record review was completed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit warns the user, "the ptd device is not for use in stents." It also instructs the user, "if the flexible tip "folds over" itself when it encounters the sheath valve, insert the folded-over tip through the valve and pull back slightly to allow tip to unfold in open cavity of the hub. At this point, the device can be fed through the sheath into the graft." The IFU warns, "keep exposed portion of ptd catheter straight at all times to aid in successful basket deployment. Potential fatigue failure of the ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. The cumulative activation time of the ptd device in all radii should be limited to 30-60 seconds. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e. Radius of loop graft or vessel, radii < 3 cm). Do not advance ptd catheter forward during activation." The customer report of a separated ptd basket tip was confirmed by complaint investigation of the returned sample. A portion of the black pebax tip was separated and not returned. The sample passed all relevant functional testing and a device history record review was performed with no relevant findings. Further investigation of this issue will be conducted under a CAPA. The CAPA root cause determined to be manufacturing - molding. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The complaint is reported as: "during a thrombectomy procedure, the radiopaque rubber tip of a trerotola device broke off in the soft tissues and remained behind, but was completely caged by the old and newly placed stent so that it is external to the fistula and should not be able to migrate." No patient harm reported. The patient's condition is reported as fine.